Manufacturer narrative:
The infusion set is not a tandem manufactured product. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer awoke with elevated blood glucose (400 mg/dl). Customer found that the infusion set cannula had become detached from the infusion site. Customer administered a manual injection to address elevated blood glucose. The infusion set is not a tandem manufactured product.